Manufacturer narrative:
The pump passed all functional testing including the displacement, operating current, unexpected restart, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was programmed with multiple bolus wizard deliveries and was monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history screen. No motor error alarm, prime/fill anomaly or off no power without the low battery alarm was noted during testing. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and high blood glucose levels. Customer's blood glucose reading was 553 mg/dl. Customer treated their high blood glucose via insulin pump. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind and prime the insulin pump. Customer received motor error once in a 30 day period. Customer performed the displacement test and failed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.